Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The implant unit returned was within specification.

Event description:
Removal of dental implant. The clinician reported, the implant was replaced and removed the same day, because of patient bone quality and larger size implant was needed.